Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (B)(6) 2014 to reposition the device and was prescribed a 30 day course of oral antibiotics after 2 days of IV antibiotics post-surgery. The implanted device remains. This report is filed june 26, 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the receiver stimulator unit subsequent to sustaining head trauma. The implanted device remains.